Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that none of the buttons on the keypad were responding. Customer confirmed that the insulin pump had recently been exposed to sweat. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The following cosmetic damage was noted on the device: cracked reservoir tube lip, minor scratches on the display window, cracked case at display window corner, cracked belt clip slot, and missing end cap sticker.